Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). (B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Log file analysis revealed normal pump parameters and no alarms recorded for the 14 days leading up to the reported event date. An echocardiogram did not reveal any evidence of thrombus. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Pharmacological and clinical factors related to anticoagulation therapy may also have contributed to the reported event. Though the root cause cannot be conclusively determined, there are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was admitted to the hospital after reporting haematuria and a lactase dehydrogenase (ldh) of 3500. The patient was not symptomatic but the site started the patient on IV heparin with the working diagnosis of a thrombosis. However, logfiles show parameters are normal with no increase in pump power. The hematuria has mostly resolved and the ldh has trended down to 2500 on (B)(6) 2017.  The medical team has been unable to confirm thrombus and currently checking lab work to determine any other causes of elevated ldh.  The patient has had an echo, and a right heart cath was booked for (B)(6) 2017. A chest CT was not performed. The inr on the patient has been very well controlled and not out of range.  The patient remains inpatient on IV heparin. The plan is to urgently list the patient when appropriate.